Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an adverse event and the device window lock failed. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 72202536, soft tis shaver mini 72202536 truclear (lot#:5822912), 72204064, truclear ultra mini tissue removal devic (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vaginal hysteroscopy (dilation and curettage) for polyp resection procedure, the internal sheath of the shaver jumped or rotated too fast instead of rotating slowly when the window lock was activated. The shaver continued to jump or oscillate instead of window locking appropriately after reseating the shaver in the handpiece and unplugging and replugging the handpiece to the control unit. A second soft tissue mini shaver from the same lot was opened and exhibited the same window lock issue. A dense blade was then opened, but the surgeon ultimately switched to a curette to complete the procedure.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vaginal hysteroscopy (dilation and curettage) for polyp resection procedure, the internal sheath of the shaver jumped or rotated too fast instead of rotating slowly when the window lock was activated. The shaver continued to jump or oscillate instead of window locking appropriately after reseating the shaver in the handpiece and unplugging and re-plugging the handpiece to the control unit. A second soft tissue mini shaver from the same lot was opened and exhibited the same window lock issue. The distension was lost. A dense blade was then opened and worked properly. However, the surgeon ultimately switched to a curette to complete the procedure.